Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallflex esophageal stent was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2015. According to the complainant, the stent was used to treat a gastric leak. Reportedly, the patient's anatomy was not tortuous but the physician noted that they did have a hard time passing the scope and the esophagus had not been dilated prior to stent placement. During the procedure, the guidewire did not pass the upper esophageal sphincter and the stent could not be passed over the guidewire through the oral cavity. Endoscopy revealed a white item on the guide wire, so the stent was pulled out. The physician noted that the white dilation tip had detached from the delivery system and was on the wire, so he removed the device from the patient along with the guidewire. No part of the device was left inside the patient. The procedure was completed with a smaller wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of tip detached. According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is received, a supplemental MDR will be filed.